Manufacturer narrative:
Product complaint (B)(4) updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h10. Complaint conclusion: as reported by the field, during a stent assist coil embolization, an EU 4.5x14mm intracranial stent 12 mm dw tip (enc451412, 8137619) was placed in the target site and tried to release. The physician observed that distal markers of the stent were converged which could not be opened. The doctor retracted the stent and switched to a new one to complete the surgery. The microcatheter was not replaced. No patient injury was reported. Additional information received on 04-dec-2023 indicated that the temperature indicator label on the inner pouch was checked and found to be within acceptable criteria. There was no resistance during advancement of the device. The stent did not appear damaged. It is unknown if there were vessel or aneurysm factors that may have contributed to the incomplete expansion. The incomplete expansion did not result in stent migration or embolization of the stent. There was no blood flow restriction. A non-sterile 4.5mm x 14mm enterprise 2 vascular reconstruction device was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and it was noted that the stent was already detached from the unit. No appearance of damages were observed on the delivery wire and the intoducer. The deployed stent was inspected under magnification. No abnormalities were found on it (i.e. No broken struts, no kinks). Both of the stent ends were noted to be completely expanded. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 8137619. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The issue reported regarding the incomplete expansion of the stent component was not confirmed since the stent was found fully expanded during the analysis. It is possible that the marker bands may have converged together but opposed to the vessel wall. Although no product defect was identified, there may have been other factors that contributed to the failure encountered during the procedure that could not be replicated in the laboratory setting. There is no indication that the issues reported in the complaint are a result of a defect inherently related to the enterprise device. As part of cerenovus quality process all devices are manufactured, inspected, and released to approved specifications. Since no issues were encountered, no CAPA activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: ¿ maintain adequate stent length (approximately 5 mm) on each side of the aneurysm neck to ensure appropriate neck coverage. Position the stent for deployment by aligning the stent positioning marker of the delivery wire with the target site. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # : (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during a stent assist coil embolization, an EU 4.5x14mm intracranial stent 12 mm dw tip (enc451412, 8137619) was placed in the target site and tried to release. The physician observed that distal markers of the stent were converged which could not be opened. The doctor retracted the stent and switched to a new one to complete the surgery. The microcatheter was not replaced. No patient injury was reported. Additional information received on 04-dec-2023 indicated that the temperature indicator label on the inner pouch was checked and found to be within acceptable criteria. There was no resistance during advancement of the device. The stent did not appear damaged. It is unknown if there were vessel or aneurysm factors that may have contributed to the incomplete expansion. The incomplete expansion did not result in stent migration or embolization of the stent. There was no blood flow restriction.